Event description:
Per galaxy adverse event form, 2 days post implant this lead was repositioned. This lead remains implanted. After further clarification, it was discovered that the lead was repositioned because it has perforated the heart.